Event description:
The iab was inserted into the pt on 8/13/98. On 8/17/98, the iab leaked. Blood was noted in the tubing. (Event complications: none from the event - reported 8/20/98) (pt's current status: unk-reported 8/20/98)